Event description:
It was reported to philips that the system gave an error indicating the system was unable to expose, preventing imaging. The system was in use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.